Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using an unknown port. During the placement procedure, the catheter was noted to be extremely fragile and reportedly fractured multiple times with minimal manipulation. The catheter broke while removing the metal tunneler at the split tip. Additionally, a puncture occurred in the catheter during attempted connection to the port's metal prongs. Following placement, difficulty obtaining blood return through the access needle was encountered; slight repositioning of the needle resulted in adequate blood return. On (B)(6) 2026, post placement fluoroscopic evaluation revealed extravasation under the skin at the port site. The patient's current status is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.